Event description:
Surgeon used the endo-gia stapler to cut across the renal vascular pedicle. Reports that despite proper use of the device, the distal aspect of the staple line was not hemostatic. Used seperate memo-clips to control the bleeding. No adverse effect on pt.